Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service observed image noise due to a faulty printed circuit board. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: the event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service found there was a cut on switch 1, and switch 5 was not working; the switch cable wire was replaced. The angulation was low. The right/left and up/down control knobs were loose. The adhesive on the c-cover and insertion tube was cracked. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when setting up the subject device, the endoscopic image appeared fuzzy (blurry). There was no patient or user injury. No further information was provided. This report is being submitted for the reported blurry image.